Event description:
Asr revision; asr xl; right. Reason(s) for revision: pain, high cr-co metal ion level in blood.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.